Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The field service engineer (fse) stated the device displayed error 1014 24v failure. There was no patient involvement.

Event description:
The field service engineer (fse) stated the device displayed error 1014 24v failure. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 08aug2019. The manufacturer's technician confirmed the reported error code indicating faulty power supply. The customer rejected repairs and the device went unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.